Event description:
The valve was explanted due to endocarditis. Intraoperatively, paravalvular vegetation and leakage were observed and the valve was detached from one third of the annulus. The pledgets and felts had been left from the previous valve and the physician suspects this may have caused the endocarditis. The pt is reported to be recovering.